Event description:
Received info the device was explanted due to infection in the pocket site. The physician reported the pt recovered without sequela.

Manufacturer narrative:
(B)(4): no device analysis was performed; the device met risk based analysis criteria.